Manufacturer narrative:
Following the report of the failure, an olympus field service engineer (fse) was dispatched to the user¿s facility to evaluate the device. While there, the fse confirmed the initial reporter¿s concerns. The unit was equipped with an old version lamp cable, and it was causing the reported e105 error code to display. The fse confirmed that the led unit and both harness components will be replaced on-site to resolve this issue. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus video system center was displaying an e105 scope communication error during procedure preparation. There was no patient harm reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to an old version lamp cable. Olympus will continue to monitor field performance for this device.